Event description:
It was reported that this patients implantable cardioverter defibrillator (ICD) device was scheduled to be replaced and a boston scientific representative contacted boston scientific technical services (ts) to review lead impedance measurements. Ts reviewed device data and noted that this right ventricular (rv) lead exhibited stable shock impedance measurements in the 110 ohm to 130 ohm range for the past year. This range includes high out of range measurements. The rv pace impedance measurements were noted to be stable in the 900 ohm range, which is within normal specification limits. The patient was indicated to only receive rv pace therapy three percent of the time and noted to have never received device shock therapy with the current system. Ts suggested to perform a commanded maximum energy shock test with the current system and if the shock impedance is within range, then verify there is no lead integrity issue. Subsequent information from the representative indicated that the shock impedance measured 120 ohms in the triad configuration with the current system, so the ICD device was replaced due to normal battery depletion and the rv lead remained implanted and was connected to the new device. Both during the procedure and when the patient was in the recovery area, the shock impedance measurement was noted to be greater than 200 ohms, which is high out of range, except in the right atrial (ra) lead to device can configuration, which was within normal specification limits at 70 ohms. The representative indicated that during the procedure, the lead was reconnected to the device and confirmed to be fully inserted into the device header with the device header set screws tightened appropriately. The shock amplitude was diminished although there was no noise. The representative also confirmed that defibrillation threshold (dft) testing was not performed. Ts explained the concern is that the shock impedance will exceed 145 ohms, at which point a shock is monophasic and the energy is truncated. It was noted that the physician is aware of this and will perform a remote check in a week and schedule a rv lead extraction. The lead remains in-service at this time. No associated patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patients implantable cardioverter defibrillator (ICD) device was scheduled to be replaced and a boston scientific representative contacted boston scientific technical services (ts) to review lead impedance measurements. Ts reviewed device data and noted that this right ventricular (rv) lead exhibited stable shock impedance measurements in the 110 ohm to 130 ohm range for the past year. This range includes high out of range measurements. The rv pace impedance measurements were noted to be stable in the 900 ohm range, which is within normal specification limits. The patient was indicated to only receive rv pace therapy three percent of the time and noted to have never received device shock therapy with the current system. Ts suggested to perform a commanded maximum energy shock test with the current system and if the shock impedance is within range, then verify there is no lead integrity issue. Subsequent information from the representative indicated that the shock impedance measured 120 ohms in the triad configuration with the current system, so the ICD device was replaced due to normal battery depletion and the rv lead remained implanted and was connected to the new device. Both during the procedure and when the patient was in the recovery area, the shock impedance measurement was noted to be greater than 200 ohms, which is high out of range, except in the right atrial (ra) lead to device can configuration, which was within normal specification limits at 70 ohms. The representative indicated that during the procedure, the lead was reconnected to the device and confirmed to be fully inserted into the device header with the device header set screws tightened appropriately. The shock amplitude was diminished although there was no noise. The representative also confirmed that defibrillation threshold (dft) testing was not performed. Ts explained the concern is that the shock impedance will exceed 145 ohms, at which point a shock is monophasic and the energy is truncated. It was noted that the physician is aware of this and will perform a remote check in a week and schedule a rv lead extraction. The lead remains in-service at this time. No associated patient symptoms or adverse patient effects were reported. The rv lead exhibited additional high out of range shock impedance measurements greater than 200 ohms after the device replacement. As a result, the rv lead was subsequently explanted and replaced twelve days later.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital and will not be returned. This investigation will be updated should further information be provided.